Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. The target lesion was located in the left anterior descending artery (lad). During preparation of the 2.75 x 32 mm taxus express2 drug eluting stent, the stent struts were noted to be rough. No pt complications were reported.